Manufacturer narrative:
A4-a6:unk. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.7mm vticmo13.7 implantable collamer lens of -15.0/2.5/076 (sphere/cylinder/axis) was intraoperatively implanted , and removed from the patient's left eye (os) on (B)(6) 2023. Excessive vault and significant reduction of iridocorneal angles was observed. Later, a shorter length lens was implanted and the problem was resolved. Reportedly, "size 13.7 was to long. Size 13.2 is o.k." Status of the eye was stated , "it's ok."

Manufacturer narrative:
Corrected data: h6- health effect- clinical code: "4581- significant reduction of iridocorneal angles" should be added. H6-health effect- impact code: "2199" should be removed and code "4627" should be added. H6- medical device problem code: "2993" should be added. D6a. "(B)(6) 2023" should be removed. B5- the reporter indicated that the surgeon implanted 13.7mm vticmo 13.7 implantable collamer lens of diopter -15.0/+2.5/076 (sphere/cylinder/axis) into the patient's left eye (os). The patient experienced excessive vault and significant reduction of irido-corneal angles. On (B)(6) 2023 the lens was explanted and later replaced with the same model, similar power but shorter length and the problem was resolved. The status of the eye was noted to be "it's ok". Additional information provided - "size 13.7 was wrong. Size 13.2 it's ok". Claim# (B)(4).